Event description:
A malfunction was reported on the pump by the caller, with no notable events occurring prior. The malfunction did not cause the customer¿s blood glucose level to exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after doing so, the malfunction code did not recur. The customer was informed to continue using the pump and to contact support if the issue reappears, which the caller acknowledged and understood.